Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 115 units of insulin during the load sequence. Reportedly, customer added insulin to existing cartridge and resumed insulin therapy. The customer¿s blood glucose level was 347 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.